Event description:
The customer contacted physio-control to report, "the unit intermittently will not start up". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the power pcb assembly.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the main keypad assembly, the battery blade connector, and re-torqued the power connector on the rear case. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report, "the unit intermittently will not start up". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.